Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would reboot itself when attempting to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced the user interface (ui) to stack flex cable assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and confirmed that it was the cause of the reported failure; it would not allow the device to boot-up due to a broken pad.